Event description:
It was reported that the patient had a new lead implanted in (B)(6) of the previous year. After the surgery, the patient was having pain ¿towards the left of the lead near the surgical site¿. The discomfort reportedly continued but the patient ¿left it alone¿. About three weeks prior to the report, the patient was getting ¿intense pain¿ in his chest and ¿it felt like something was jabbed into the spine¿. The patient thought he had a heart problem, but ¿it turned out it was his implantable neurostimulator (ins)¿. The patient ¿felt like someone was standing on his chest or like he had a crushing pain¿. The patient tried using heating pads but that didn¿t help. The weekend prior to the report, the pain got ¿bad¿, so he went to the emergency room (ER) due to ¿complications with the implantable neurostimulator (ins)¿. A CT scan was done and heart problems were ruled out. The patient had "problems in the area of the spine" where the pain was ¿but nothing major¿. The pain was reportedly ¿coming from the placement of the lead¿ or "scarce tissue". The physicians in the ER ¿were confident¿ the pain was from the lead. The patient was reportedly kept overnight. The reporter indicated that the patient had the ins off ¿for a while¿; stimulation was causing nausea and was in the chest when the amplitude was turned up ¿high enough¿ to relieve his pain. When the patient turned down the amplitude to stop the nausea and stimulation in the rib cage, he could not feel stimulation and it did not relieve his pain. The patient also had pain when he lay down. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead. (B)(4).

Event description:
It was later reported that the patient had chest wall and abdominal stimulation. It was noted that the stimulation in his abdomen made him nauseated and sick. It was further noted that reprogramming was tried but did not make it better for him.